Event description:
The patient reported the symptoms of pericarditis, constricted airway and chest pain. The patient reported visiting a general physician, who diagnosed the reported symptom of pericarditis. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2014 and the patient is currently better. The treating doctor did not consider the event was serious or life threatening to the patient.

Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications (results, conclusion) and the device was used in accordance with labeled indications (results). This event is being filed as an MDR since the patient reported chest pain and invisalign system product was being used at that time. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the patient symptom of chest pain. Since the invisalign system was in use at the time of the reported symptom of chest pain an MDR is being filed.